Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine plus ver.2 results for approximately 19 patient samples over several months. Patient 1: on (B)(6) 2015, initial result was 14.5 mg/l. Repeat result was 7.3 mg/l. Patient 2: on (B)(6) 2015, initial result was 20.07 mg/l. Repeat result was 7.65 mg/l twice. Patient was (B)(6) . Patient 3: on (B)(6) 2015, initial result was 21.4 mg/l. Repeat result was 6.5 mg/l. Patient 4: on (B)(6) 2015, initial result was 20 mg/l. Repeat result was 7.5 mg/l. Patient 5: on (B)(6) 2015, initial result was 21.5 mg/l. Repeat result was 6.6 mg/l. Patient was (B)(6) . Patient 6: on (B)(6) 2015, initial result was 20.4 mg/l. Repeat result was 8.7(8.68) mg/l. All of the erroneous results were reported outside the laboratory. Information was provided that there was "erroneous diagnosis (examination of medical biology and imaging realized pointlessly)". No adverse event was reported and the patients were "well". The reagent lot number was 61521200 with an expiration date of 03/30/2016. It was noted the customer was not using the recommended sample tube rack adapters. As a result, the sample tubes could lean in the racks causing a mispipetting of the sample. This may have contributed to the issue. The field service representative checked the syringes, checked the gear pump, and added washing sequences for the reagent probes between the creatinine and cholesterol assays. He replaced the reagent nozzle, checked and validated the syringe rinse volumes and replaced the tubing on the rinse stations. The customer moved the creatinine assay to the other rotor of the analyzer. No further discrepancies were noted.